Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. A replacement charging pad, wall power adapter and usb cable was sent to the customer to resolve the issue.